Event description:
Sales consultant was reviewing the technique guide for the retrograde-antegrade femoral nail system, and while looking at distances for locking options, noticed that there may be errors printed on page 59 in the technique guide. These errors involve measurements from the tip of the nail to the locking screw holes. On different holes in different planes, the guide shows the measurements to be the same, which is not possible. This report is for measurements from the tip of the unknown nail to the locking screw holes in the technique guide. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Identified issue is related to the product literature. The version of the technique guide in question was reviewed. Page 59 does contain a mistake with regards to the dimensions of the distal locking holes in the upper right hand view of the nail. This complaint is valid, as this version of the technique guide does contain an error. Technique guide errors are not included as part of the design risk analysis. The distal hole dimensions are included in the technique guide as information only and are not used as part of the surgical procedure. Distal locking is achieved through radiographic imaging of the distal holes after the nail is implanted. The dimensions shown in the technique guide are for reference only to help describe the product and would not impact the placement of distal locking screws. This error was corrected in april 2013 and is available both in print an on synthes.com know your options. The corrected version is j5513-c. Placeholder.